Event description:
A us distributor contacted zoll to report that a patient developed a open sores under the lifevest equipment. Patient described the area as open sores and bruising caused by digging into skin. There were no allegations of any bleeding, oozing or weeping wounds. The patient¿s physician advised removal of lifevest for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.